Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing and fluid on the lungs. Medical intervention was a prescribed inhaler. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing and fluid on the lungs related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Unknown white and black contamination (dust-like) inconsistent with degraded sound abatement foam at the air inlet of the blower box and at the iso port was found. Dust-like contamination on top of the blower and blower motor seal, potential mineral deposit spots on top of the blower and blower motor indicating potential water ingress was found. Black contamination consistent with keratin at the air outlet of the blower box was observed. Black dust-like contamination int he bottom of the enclosure, and brown contamination inside bottom enclosure was found. No error was found. The manufacturer applied power to the device and verified the airflow. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. The section e1 was updated and sections b1, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem. (Adverse event and product problem was checked in the previous MDR) section h1 was changed from serious injury to malfunction. Section h6 health effects: clinical codes and health effects - impact code was corrected. Sections b1, d8, d9, h1, h2, h3, h6 were updated in this report.